Manufacturer narrative:
Patient date of birth unavailable. Patient sex unavailable. Patient weight unavailable. Device lot number and expiration date unavailable. Device manufacture date unavailable because device lot number is unavailable.

Event description:
From literature review article in journal of heart rhythm, oct 2016 issue, sent to manufacturer by japan distributor (dvx) on 7 oct 2019: a (B)(6) year old patient with a history of coronary bypass surgery and mitral valve replacement underwent laser extraction of an infected, left sided, 9 year old, dual coil defibrillator lead. Right sided thoracoscopy was used to monitor for early signs of bleeding. When progress of a spectranetics 16f glidelight laser sheath stopped at the proximal coil, the fluence was increased from 40 to 60 hz. Shortly afterward, a hematoma developed at the confluence of both brachiocephalic veins. The procedure was stopped and local pressure with swabs was applied. Bp remained stable, no pericardial effusion was noted on trans-esophageal echocardiography (tee). During subsequent surgical extraction, a large hematoma was noticed. The date of the procedure could not be confirmed; hence, the procedure date is being recorded as (B)(6) 2016, the month the article was contained within the journal.